Event description:
It was reported that the tip of the torque limiting crosslink driver snapped off during surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the entire tip of the shaft surrounding the retaining tabs has fractured from the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.